Event description:
Report received from the USA stating that during pre-testing the motor device was found to be "overheating." The motor device was not used in surgery. There was no delay and a spare identical motor device was available. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The motor device has received for evaluation. Upon completion of the evaluation, a supplemental report will be sent. (B)(4).

Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this is due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. Ref: (B)(4).